Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; and verifying breast shield fit. It was identified during troubleshooting that the customer only single pumps and was only able to pump using the left port of the pump because she had no suction from the right port, even when using the same parts. The customer refused to test the pump after troubleshooting because she insisted it was the pump causing the issue, not the pump parts. Customer service provided the customer with information from the pump in style instructions for use, which states not to pump for more than 30 minutes at a time. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 03/27/2019, the customer confirmed that she had developed mastitis previously, but had since resolved. The device was returned with the customer's parts and accessories and was evaluated on 04/02/2019. Though the customer's faceplate, pump diaphragm, connectors, and tubing had residue on them and the valve was damaged, the device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On 03/18/2019, the customer alleged to medela llc that her pump in style breast pump had low suction and it was taking her over one hour and thirty minutes to empty her breasts, even when pumping at the maximum suction level. She additionally alleged that she had mastitis approximately 2 months prior, had been put on antibiotics at that time, and had been advised to make sure she was emptying her breasts. She indicated she did not have mastitis currently.